Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy for ventricular arrhythmia. The shock successfully converted the arrhythmia, but noise was noted on the stored electrogram (egm) following the therapy and inhibited the post shock pacing which resulted in asystole greater than two seconds. Boston scientific technical services (ts) reviewed the episode and discussed that it appeared to be muscle noise; no cardiopulmonary resuscitation (CPR) was performed on this pt. At this time, info suggest that no changes were made to programming. Remains in service.